Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been carefully analysed. The available impedance trends confirmed the clinical observation of a pacing impedance>3000 ohms since (B)(6) 2016, for the previous period no data were available. Furthermore the provided iegms showed the presence of noise which led to vf detection with shock delivery as reported in the complaint description. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Manufacturer narrative:
(B)(4).

Event description:
Ous MDR - on (B)(6) 2016 the patient had a true detection in the vf zone for which he received shock therapy. On (B)(6) 2016, about an hour later, the device inappropriately detected an event in the vf zone due to noise. This was the first of 4 events on (B)(6) 2016 that were inappropriately categorized as vf due to noise. The patient received 3 inappropriate shocks. When the device was interrogated later on (B)(6) 2016, pacing impedances were > 3000 ohms and there was a sudden increase in rv pacing thresholds. On (B)(6) 2016, the lead was capped and replaced.